Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Event description:
Edwards received information that a 11500aj27 aortic valve implanted three (3) years and ten (10) months was explanted as part of the bentall surgery to correct aortic root aneurysm (valsalva sinus aortic aneurysm). During the surgery, cerebral infarction that may be affected by the procedure was seen. After explanting the valve, thrombi on two (2) of the leaflets were found and customer commented that it was not related to a device malfunction. Per the information, aspirin had been given to the patient for anti-coagulant treatment after implant until about year 2021 but the treatment had been stopped due to the change of doctor.

Manufacturer narrative:
The device was returned to edwards for evaluation. H3. Device evaluation: customer report of thrombus was confirmed. Report of aortic root aneurysm was unable to be confirmed through visual observations. Fibrin-like thrombotic material was observed on the outflow surface of leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance approximately 8mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Thrombus and host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture pledgets remained attached to the sewing ring around leaflet 2 on the inflow aspect. Sewing ring was cut around commissure 1. Wireform was exposed around leaflet 3 on the outflow aspect. X-ray demonstrated wireform intact. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.